Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine and an unknown drug for spinal pain indications. It was reported that the patient stated they have been having increasing issues connecting to their pump with their external equipment. The patient stated 'it can't find the pump, and it keeps sending me back to retry.' The patient stated it will eventually pick it up, but it takes increasingly longer and longer to activate the device. When the manufacturer's patient services specialist (pss) attempted to clarify further, the patient stated 'there's times it won't do it (connect); it will circle with no information in it - a blank circle. Sometimes it says can't find pump, not available, and it takes me to resync. When pss inquired event date, the patient stated 'it's increasingly been taking more and more time over the last couple of months. This is like the 3rd time I've called since I've had it. It's 10 years old since this is my second pump.' The patient unlocked the hands et and mentioned seeing 'no pump found,' which is what they have normally seen. Pss assisted the patient in resetting bluetooth and location and restarting myptm app, and patient was able to successfully connect to the pump and bolus successfully. The patient saw an expected 1 hour lockout afterwards. The patient mentioned 'typically,' later stated 'sometimes,' the percentage will lag at 91% when connecting to the pump. The patient will monitor and call back for assistance as needed. Pss emailed general use assistance instructions to patient as requested by patient. Additional information was received from the patient. The patient called back repeating lag issue documented in this case. When asked how many times per day the patient bolused, the patient stated they were 'going to get adjusted' and sometimes took 4-5 boluses. Pss reviewed information <(>&<)> assisted with clearing data on the handset, and the patient then connected to the pump without issue. Pt will monitor the issue and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.